Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the canisters.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydrocanister lids of the waste exit sumps on the unicel dxc 600 synchron chemistry analyzer cracked. No injury was reported.